Event description:
The customer reported the ventilator is alarming battery fail alarm. The customer reported that the unit was in use on pt, but there was no pt harm.

Manufacturer narrative:
(B)(4). Pt info was requested and the customer refused, reporting the info is confidential.